Event description:
Baxter (B)(4) received a report that an infusor had a separated coil cap during filling. The device was being filled with a solution of fluorouracil and saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because, it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed that the coil cap separated from the small volume cover. The root cause was determined to be a manufacturing defect. Corrective action has been initiated for a new blow mold insert for the "sv" tool. The improvement consists of having the corrected shoulder angle to allow for less coil cap separations. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.